Event description:
Country of complaint: (B)(6). Damaged / package. There was a hole in the primary package; affecting the sterility. No pt injury or prolonging of surgery were reported.

Manufacturer narrative:
This item is not distributed in the united states; however, aesculap implant system does distribute similarly packaged items. No adverse events have been reported by us customers due to similar packaging inconsistencies. Mfg facility eval indicates the sealing seams of the primary and secondary packaging is open at a width of approx. 4 cm. We have reviewed the production documentation and no further complaint of products of this batch have been reported. We assume that the damage was caused during transportation. The product was manufactured in 2009 and the complaint was reported in 2011. It is unk under which conditions and how often the product was transported. In the meantime we have re-validated the production process to ensure a firmer fixation of the product inside the packaging. The product was manufactured prior to this measure.